Manufacturer narrative:
B4. Date of this report 22 february 2025. G3. Date received by the manufacturer? 22 february 2025. H6. Investigation findings updated to 628. H6. Investigation conclusions updated to 4310.

Event description:
Senseonics was made aware of an incident where the user reported receiving "no sensor detected" alerts frequently. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor.the patient sensor was removed and replaced with the approved sensor replacement.the issue did not lead to any adverse event nor caused any patient harm.

Manufacturer narrative:
The user reported receiving "no sensor detected" alerts after receiving his new sensor on (B)(6) 2024. The user started experiencing this issue immediately after getting the sensor inserted. The customer care tried to troubleshoot the issue by asking the customer to perform a placement test, but no good signal was obtained. The signal strength remained poor. The issue was escalated to technical support team who issued a transmitter replacement to help resolve the issue. However, the issue persisted even with the new transmitter. The user was then redirected to hcp to discuss about next steps for the removal and the replacement of the sensor. The most likely root cause of the incident can be attributed to a non-ideal placement of the sensor or sensor inserted deeper than usual resulting in a weaker signal strength. This incident does not require further investigation.